Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that in the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray had a loose piece of cardboard found in the barrel of the syringe. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
One 5ml assembled syringe was received and reported to be from lot #7058776 (p/n 309703). The sample has been manipulated as evidenced by a red tip cap and remains of unknown clear liquid in the fluid path. A small piece of what appears to be cardboard was observed between the plunger rod and the barrel outside the fluid path. It was larger than level 3 in size, which is a rejectable condition. This complaint references a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. Refer to (B)(4). No further action is required at this time.